Manufacturer narrative:
There is no confirmation that the alleged staph infection is a result of the hydrelle injection. The attending doctors at the hospital do not believe it was due to hydrelle. They believe it was an infectious needle or acne that passed the infection upward. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed swelling, tenderness, cellulitis and an infection. The patient was treated with a medrol dose pack, steroid pills and antibiotics. The patient was admitted to the hospital for several days, and the patient's abscess was drained several times in the cheek area, allegedly due to an infection. A culture was taken. The patient was treated with flagyl, anca, and another unknown antibiotic.